Event description:
It was reported that the pump triggered alarm 20 during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing a successful resumption of insulin therapy. Consequently, the pump will be replaced, and the customer is advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.